Event description:
Patient allegedly received an implant on (B)(6) 2012 via the left common femoral vein due to a pulmonary embolism (pe) following an emergency hysterectomy. Patient is alleging vena cava perforation, fracture and device is unable to be retrieved. The patient further notes limited physical activity. Per a CT (computed tomography) scan of the abdomen dated (B)(6) 2017, ¿ivc filter with the tip of the filter at the level of the bilateral renal veins. After further evaluation regarding the tines of the ivc filter, there are 3 extraluminal perforations seen involving an anterior, right lateral and left lateral tines, with discernible fat plane between the tines and the ivc wall. The right lateral perforation is best appreciated on series 2 image 45. The anterior perforation is best appreciated on series 2 image 45. The left lateral perforation is best appreciated on series 300 image 63. No filter tilt, definite migration, filter fracture identified.¿

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2012. The patient alleges to have been injured without further explanation.